Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited upstream occlusion alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on 27 june 2019 indicating that there was no patient involvement in the reported event. Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump found the pump had damaged lens. Review of device history log identified that the pump alarmed for "no library" and "pump settings and patient data lost". Functional testing included sensor testing. Customer stated issue was confirmed. Problem source was identified as out of calibration pump.